Event description:
The surgical case was knee surgery and a portion of the pt's leg was wrapped (wrap not identified). Doctor reported that during the case the stellar st23lh was 24" from the wrapped portion of the leg and the wrap was warm to the touch. Following the case when the wrap was removed, a skin wound was discovered and/or produced, skin sticking to the wrap and peeling off as the wrap was removed. The wound was described as a burn or burst blister.